Manufacturer narrative:
The devices were not returned to shape memory medical. Therefore, further investigation of the device itself could not be conducted. On 03/25/2025, smm employee (B)(6), who is the smm employee closest to the case, stated that dr. (B)(6) is not 100% certain the plugs caused the fistula. (B)(6) also stated that no conclusive statement can be made about plug migration - whether the plugs were initially implanted outside the aorta (for example, if a wall was mistakenly perforated during the procedure on (B)(6) and plugs were deployed outside the aorta), or whether they migrated there over time. Images from shortly after the on (B)(6) procedure will be pursued, as they may provide insight into whether plugs migrated between the two procedure dates. Finally, (B)(6) also stated that the platinum marker on the plugs can sometimes appear "outside [the aorta] on some images", even if they are not. This is a possible artifact of the metallic component under CT. On 3/27/2025, the lhr for lot#: fr24062501u was reviewed, and no unresolved issues or anomalies were identified. On 3/27/2025, review of the associated lot release test report, tr1813, also uncovered no findings that could definitively or possibly be linked to this complaint. On 03/31/2025, smm's qualified clinical advisor, dr. (B)(6), reviewed the pre- and post-op CT scans from the on (B)(6) procedure. Dr. (B)(6) had two main comments: 1) he commented that aortoenteric fistulas are "generally a life-threatening emergency and the patient usually bleeds to death, sometimes in minutes but more often hours/a couple of days". Dr. (B)(6) wonders if dr. (B)(6) meant that he thought there was a risk of developing an aortoenteric fistula, rather than there actually being one, as the patient is stable. 2) regarding the location of the plugs, dr. (B)(6) states that they "seem to be around the edge of the aortic sac. There are a few in the lumen but the vast majority are at the periphery. The image quality is a bit limited in the online ambra system and so it is difficult to tell if they are inside the layers of the aortic wall or outside. Some do lie between the aorta and roughly where the duodenum would be, but I don't see any inside the gi system itself". Dr. (B)(6) has requested CT images from shortly after the original (sidemen) case on (B)(6). Images will be provided if available. An online search conducted by (B)(6) on 04/01/2025 found that aortoenteric fistulas are "a rare cause of massive upper gastrointestinal bleeding with a high degree of mortality" that can form "when the wall of the aorta erodes into the adjacent gastrointestinal system, which can lead to catastrophic bleeding". Furthermore "aortoenteric fistulas (aefs) arise from either primary or secondary causes. Primary fistula formation occurs spontaneously through a combination of direct frictional mechanical forces and aortic inflammation. Much more common than primary are secondary etiologies. Secondary aefs occur following open or endovascular surgical intervention on the aorta, typically following the placement of synthetic aortic graft material. The duodenum, particularly the third and fourth segments where the aorta and duodenum are most intimately associated, is the most common site for developing an aef." (Dorosh j, lin jc. Aortoenteric fistula. [Updated 2022 sep 26]. In: statpearls [internet]. Treasure island (fl): statpearls publishing; 2025 jan-. Available from: https://www.ncbi.nlm.nih.gov/books/nbk567729/). Based on current knowledge of the case, the qualified reviewer's response, and online research, it is believed that a complete aortoenteric fistula has not formed (ie. There is not a complete connection from the aorta to the duodenum), as the patient is stable, no bleeding has been reported, and no plugs are within the duodenum. Furthermore, with this knowledge, two possible root causes have been identified, though neither can be confirmed at this stage. 1) the plugs were deployed within the aorta on (B)(6) and a secondary aortoenteric fistula developed after that case, which was identified on (B)(6). The plugs then migrated into this aortoenteric fistula space. 2) the aorta was perforated during the initial on (B)(6) procedure and plugs were deployed outside of the aorta. Though the on (B)(6) was uneventful, this has been observed in previous cases with smm plugs and cannot be ruled out entirely at this point. Images from just after the on (B)(6) case could help confirm whether this is the case. The investigation will be updated if any new information is obtained.

Event description:
Initial case: on (B)(6) 2024, qty: 90 imp-fx-12 devices were implanted in a patient by dr. (B)(6) to treat a type ii endoleak. The case was uneventful. Second case (source of complaint) on (B)(6) 2025, dr. (B)(6) performed a separate procedure on the same patient to treat a type 1a endoleak and reported that the previously implanted plugs may have caused an aortoenteric fistula. Below is a transcription of a text sent from dr. (B)(6) to (B)(6) on the evening on (B)(6) 2025. "I did a type 1a repair on a guy. It looks like someone might have tried to treat it with a bunch of the impedes and they actually caused an aortoenteric fistula. Somehow, they got them outside the aorta between the aorta and duodenum". Note that as of 3/27/2025, per discussion that smm employee (B)(6) has had with dr. (B)(6), dr. (B)(6) is not certain that the plugs were the cause of the aortoenteric fistula, despite his earlier text. No smm plugs were implanted during this on (B)(6) 2025 case. On (B)(6) 2025, smm's qualified clinical advisor, dr. (B)(6), reviewed the pre- and post-op CT scans from the on (B)(6) procedure. Dr. (B)(6) had two main comments: 1. He suspects that the aortoenteric fistula is not fully developed, as these types of fistulas are generally life threatening and the patient is stable. 2. Regarding the location of the plugs, dr. (B)(6) states that they seem to be around the edge of the aortic sac. There are a few in the lumen but the vast majority are at the periphery. The image quality is a bit limited in the online ambra system and so it is difficult to tell if they are inside the layers of the aortic wall or outside. Some do lie between the aorta and roughly where the duodenum would be, but he didn't see any inside the gi system itself. The patient status is stable. There are currently no plans to intervene for the (potential) aortoenteric fistula. If further information is obtained, this event description will be updated.

Manufacturer narrative:
See updates to description of adverse event or product problem (b5).

Event description:
Note: this is a follow up report to the initial report filed under the same number on 04/07/2025. Below is new information obtained during the continued investigation. No prior information is repeated within this report. On (B)(6) 2025, dr. (B)(6), smm's qualified clinical advisor, returned a more detailed assessment of the case based on review of pre- and post-op images. See attached presentation. His conclusions are as follows: 1. "There does not appear to be any clear indication of a fistula." He believes that the presence of an air bubble and calcifications seen on the CT scans falsely led dr. (B)(6) to conclude that a fistula had formed. 2. "The vast majority of the plugs appear to be in the aortic wall/retroperitoneum. There is a single plug that potentially exits the retroperitoneal space but doesn't appear to be close to the bowel wall." Based on current knowledge of the case and the qualified reviewer's response, it is believed that a complete aortoenteric fistula has not formed (ie. There is not a complete connection from the aorta to the duodenum), as the patient is stable, no bleeding has been reported, no plugs are within the duodenum, and case images support that a complete fistula is not present. Additionally, regarding the location of the plugs outside the wall, dr. (B)(6) said the following: "my gut feeling is that the wire/catheter dissects into the wall and then the plugs are deployed in there. The aortic lumen wall is quite irregular and you could image that it is easy to get a catheter end caught on an irregularity and then to push a wire into the wall (it dissects fairly easily in that way). My understanding of this case is that it was to treat an endoleak and as such, the catheters would have been passed outside of the existing stents and directly against the aortic/iliac wall. In this setting it would be very easy to dissect into the vessel wall, I think. When the plugs are being placed before the evar is complete it would be much less likely to happen."